Manufacturer narrative:
Two additional samples for lot ur14k04061 were returned. Visual inspection was performed with no issues noted, and the reported condition was not verified in the additional 2 returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two devices were received for evaluation. During visual inspection, particulate matter was observed floating inside fluid path. The reported condition was verified; however, the cause of the condition could not be determined. The third device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: it was reported that particulate matter was discovered in two (2) intravia containers. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event involves three (3) units with product code 2j8002, lot# ur15f22061 and product code 2j8003, lot# ur13c26095. Multiple lots were used in these events; however, the customer could not identify which lots were used, therefore both lots will be investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered in three (3) intravia containers. Pediatric tpn (total parenteral nutrition) with amino acids and dextrose 20% solution was compounded into the intravia containers and it was discovered that ¿strands¿ were floating inside. This issue was identified upon final check of the bag before use. There was no patient involvement. No additional information is available.